Event description:
Vessel sealer stopped working during surgery. Monitor screen indicated "blade exposed". It was removed from the patient abdomen immediately with no harm to the patient. FDA safety report ID # (B)(4).